Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Rep was notified yesterday that a broken tfna nail was removed and revised to another tfna on (B)(6) 2025. Original nail tfna nail a revision of a gamma 3 that had failed. The initial revision was to a 14mm 130° right sided tfna nail. This case was in (B)(6) 2024. The recent revision was to another 14mm x 420mm tfna nail. Lack of medial support was identified as the likely issue for the failure however it was requested to send the nail for analysis to see if there may be any other issues or improvements to design that could be made. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).